Event description:
During the case, a paragon screwdriver was being used and the tip of the screwdriver broke off inside the screw in the patient's right ankle. Multiple attempts were made to remove the tip however they were unsuccessful. Director and assistant manager were notified. Dr disclosed to patient's family that a piece was left in and he included it in his post op note. The ref number of the screwdriver is (B)(4). Midas 25-52631.